Manufacturer narrative:
The event date is estimated as no additional information regarding the event was provided by the account. Approximate age of device ¿ 4 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient had a history of elevated lactate dehydrogenase (ldh) not previously reported. Additional information was requested but not provided.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be determined. Hemolysis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.